Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report the inspiratory section and printed circuit boards were adjusted and the issue was resolved. The device passed all performance tests and was returned to clinical use. Expiratory minute volume low alarm is a clinical alarm, which is generated as an indication of difficulties with ventilating the patient. It is generated, when delivered expiratory volumes were less than set. Unfortunately, the device's logs have not been provided, no further analysis has been possible. The cause of the issue was determined as related to inspiratory section and printed circuit boards.

Event description:
It was reported that the ventilator generated an alarm indicating low expiratory minute volume. There was no patient harm. Manufacturer's ref. #: (B)(4).